Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the physician experienced removal difficulty for this right atrial (ra) lead. Moreover, the lead tip remains in the patients subclavian vein. The lead was partially capped. No additional adverse patient effects were reported.